Event description:
A report was received that during an elective explant due to needing an MRI, the patient's paddle lead was explanted and it was discovered to be fractured. The patient is doing well following the explant procedure.